Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he cannula was missing. The high blood glucose level was 9 mmol/l. Customer also complained cannot find sensor signal. The product will not return for the analysis.